Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 473 mg/dl. The customer reported symptoms such as thirsty and blurry vision. The customer treated manual bolus and manual injection and went to the emergency room. Customer's blood glucose value was 678 mg/dl at the time of the incident. Customer's current blood glucose value was 473 mg/dl and was also reported the customer stated that blood glucose of 300 to 400 mg/dl. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2017 at 10:00 am. The blood glucose value when admitted to hospital was 673 mg/dl. The customer complained about hyperglycemia and diabetic ketoacidosis. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. The customer outcome of the hospitalization was glucose drip and insulin drip. Customer was wearing the pump at time of hospitalization. The drive support cap appears normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer was not calling back to perform an high performance test. The product was not returned for analysis.